Event description:
A radiologist performed a stereo biopsy of a fairly superficial lesion (1-1.5 cm undr skin surface) in 8/2002. Soon after the procedure, the pt complained of a dime-sized red area at the biopsy entry site. The pt returned 5 months later complaining of itching and irritation at the biopsy site. The pt stated that pt needs to wear 14k gold earring posts and cannot tolerate other types of metal. Based upon the pt's history, the physician thinks this may be related to the small amount of nickel present in the stainless steel marker. She decided to send the pt to a surgeon to have the biopsy site exised.